Event description:
It was reported the tightening screws that hold the microelectrode collet failed to secure the microelectrode. It was stated the collet was removed and replaced with a new collet which still didn¿t hold the microelectrode. Reportedly, the micro positioning drive was swapped out and it worked. It was stated there were stripped screws on the micro positioning drive. It was stated the device was not implanted and there was no injury or adverse event to the patient.

Manufacturer narrative:
(B)(4). Analysis of the returned nexdrive micro positioning drive model mi-2000 lot # 082634612a showed that the thumbscrew that tightens down the microelectrode collet was the incorrect part and length. The specifications indicated the collet thumbscrew should be 3/8¿ in length. The returned thumbscrew was ¼¿ in length. The shorter thumbscrew was unable to hold the microelectrode collet in place.